Event description:
Continu-flo solution set (baxter IV tubing) - luer activated value near roller clamp was not secured to the rest of the tubing. Fluids leaked. Lot (10)r22h13079. Manufacturer response for IV infusion tubing, continu-flo solution set (per site reporter) they are sending new product from after they implemented their corrective action plan.